Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr with a sapien 3 ultra valve, the commander delivery system balloon ruptured during valve deployment.  The patient is stable post procedure.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation locked at default position with the fine adjust only used 1/2th of the way. A review of procedural cine showed the balloon was fully inflated before it burst. Photos of the device post procedure showed the burst balloon and distal balloon legs were slightly flared out. The returned delivery system was visually inspected for abnormalities and the following was observed:  balloon burst confirmed ¿ radial and longitudinal and did not appeared to be missing any balloon pieces.  No relevant functional testing could be performed due to the condition of the returned devices (burst balloon). The complaint was confirmed through visual inspection. Balloon single wall thickness was measured along the edges of the burst location and all measurements met specifications. During the manufacturing process, the balloon was visually and dimensional inspected for any abnormalities.  Additionally, the lot underwent product verification testing as a requirement for lot release and all passed specifications. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no additional complaints for balloon burst.  A review of the complaint history january 2019 to december 2019 for the edwards commander delivery system (all models and sizes) revealed additional returned similar complaints for balloon burst.  The complaints were confirmed however, no manufacturing non-conformances were identified during the evaluations. Review of complaint history revealed that the complaint rate did not exceed the control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure.  Additional assessment of the failure mode is not required at this time.  The complaint for balloon burst was confirmed from visual inspection of the device and the provided imagery. However, a manufacturing non-conformance was not identified during the evaluation. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance could have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. There was no difficulty during device prep and de-airing indicating that this was not an out of-box issue. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per report, ¿the push force in the sheath is in their opinion to high and therefore loss the tactile feedback¿. If the access vessel were tortuous or calcified, the use of additional force to overcome the advancement difficulty through sheath would have compromised the balloon material. This would have weakened the balloon material and make it more susceptible to burst during inflation. Other factors such as excessive fluid used for inflation can also negatively affect the balloon. However, without additional patient¿s anatomical information, the source of the rupture is unknown. While a definitive root cause was unable to be determined, available information suggests that procedural factors (over inflation of balloon) and patient factors (tortuosity/calcification) may have contributed to the reported events. Since no product nonconformance was confirmed, no IFU/training deficiencies were identified, and the occurrence rates did not exceed the respective complaint control limits, a corrective/preventive action (CAPA) and a product risk assessment (pra) escalation are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.